Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspection of the returned product noted. Each reload was received engaged with the subject instruments. Visual inspection of the cartridges revealed that each reload was fully fired. The jaws of each reload were open. Pmv performed functional testing which included. Each reload was unloaded from the subject instrument without difficulty. Each reload was loaded onto a subject instrument for functional testing. Each reload was cycled without hesitation or binding. The jaws of each reload opened when the instrument retract knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial splenectomy procedure, the two reloads did not open after being fired on the vascular tissue and on the spleen. Another instrument was used to remove the devices from being locked on the tissue. The surgical time was extended by more than 30 minutes and a new device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.